Event description:
A falsely depressed calcium result was obtained on a patient sample. The flagged result was reported to the physician. The patient was admitted and IV calcium glutamate solution was administered. A repeat of the original sample was run after IV administration and a higher result within the normal range was obtained. There was no report of adverse health consequences as a result of the IV administration or the falsely depressed calcium result.

Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the falsely depressed calcium result is user error. The printout error flag (below assay range) should have precluded the reporting of the result. The instrument is performing within specifications. No further evaluation of the device is required.